Event description:
This customer reported that the device was chirping and they reported a possible problem with detection of the battery. There was no report of any pt involvement.

Manufacturer narrative:
(B)(4). No event file was available. The device was returned to philips for eval and a battery pca pin issue was confirmed. The battery pca was replaced to resolve the symptom. After passing all subsequent testing the device was returned to the customer.